Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "put in a tissue expander and closed skin and noticed that it looked like the tissue expander was not holding fluid".

Event description:
Healthcare professional reported "put in a tissue expander and closed skin and noticed that it looked like the tissue expander was not holding fluid. So reopened the breast and placed a second tissue expander". Surgery was completed with a backup device.